Manufacturer narrative:
Expiration date is unk as lot # is unk. Device MFR date is unk as lot # is unk. (B)(4). Images are rec'd to assist the investigation. Images from the placement procedure show that the filter is placed in a fine position. The filter legs seem fine. Images taken after the pt returned with massive lower extremity swelling show that one secondary filterleg is broken off and several other secondary filterlegs are curled. Migration can cause filterlegs to bend upwards, but this would generally cause a tilt as well. The images show no tilt, therefore, the filter has most likely not migrated. Furthermore, the filter position in vena cava seems unchanged since the date of filter placement. Based on the images it is not possible to conclude an exact root cause of this event. Monitoring of similar incidents will continue.

Event description:
The device was a little tilted when initially placed on (B)(6) 2011. On (B)(6) 2011, the pt returned with massive lower extremity swelling. The filter is doing its job, a lot of clots are building up. One of the secondary struts was noted to be bent upward into a vertical position. It appears to have brushed to the side. The filter is not being removed; however, they will be giving thrombolysis.